Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs linear leads, upn: m365sc2218500, model: sc 2218 50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients leads had moved to the left and experienced inadequate stimulation. The patient underwent leads replacement procedure and was doing well postoperatively. Additional information was received that the explanted devices's will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs linear leads, upn: (B)(4), model: sc 2218 50, serial: (B)(4), batch: 7016378.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The physician replaced the patients linear leads with a paddle lead and was doing well postoperatively.